Event description:
During a lap nephrectomy procedure the device functioned well for twenty minutes. Error code 5 was then observed so the device was removed from the pt and tested. The non-active blade was found to be loose. Another shear was opened and the case continued. There was no reported pt consequence.